Manufacturer narrative:
The reported field event of loose connection on the right ventricular setscrew was confirmed. Analysis of the device revealed the right ventricular setscrew was detached from its setscrew bore. The right ventricular setscrew could be overly loosened causing the setscrew to dislodge from the setscrew bore. It is suspected the damage occurred during the implant procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the implantable cardioverter defibrillator (ICD), it was noted that the set screw was unable to be tightened. The ICD was not used and a new ICD was implanted. The patient was in stable condition.